Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the subclavian artery using pod packing coils (pod pcs), a non-penumbra microcatheter, and a non-penumbra catheter. It should be noted that the patent's' anatomy was tortuous, calcified, and narrowed. During the procedure, two non-penumbra coils were implanted in the target location. Next, a pod pc became stuck in the middle of the microcatheter during advancement; therefore, the microcatheter that contained the pod pc was removed. While attempting to remove the pod pc from the microcatheter on the back table, the pod pc detached inside the microcatheter and subsequently, was flushed out. The procedure was resumed in the thoracic aortic artery (taa) using another pod pc, the same microcatheter, and the same catheter. There was no report of an adverse effect to the patient.